Event description:
A consumer reported that five years after an intraocular lens (iol) implant surgery performed to her right eye (od), the lens had brownish cloudings on and in the iol. The reporter informed that postoperatively she had good vision but in the last year her vision worsened strongly and her vision was only 30%. The reporter informed that the iol would be explanted on (B)(6) 2014. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints were reported for this lot number. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).